Manufacturer narrative:
Failure analysis conclusion: the device was received at csi for analysis. There was some dried adhered blood observed on the driveshaft located at the distal edge of the saline sheath and biological material on the crown. The morphology and exact root cause of the accumulating material is unknown. It is possible the accumulating material contributed to the reported complaint, however this was could not be confirmed through analysis. When tested, the oad functioned as intended. The outside diameter of the crown was measured using a calibrated dial caliper and was found to meet the drawing specification. As the original guide wire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. At the conclusion of the failure analysis investigation, the reported stuck device and perforation events could not be confirmed through analysis. Csi ID:(B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
Several treatments were performed with a stealth pluto orbital atherectomy device (oad) in the anterior tibial (at) artery, which was significantly calcified with approximately 90-95% stenosis of the distal segment, 2.5 mm diameter, and no significant tortuosity. Glide assist was then used to reposition the wire, but the device shut down. An attempt was then made to remove the oad from the patient, but the crown became stuck in the distal at. Maneuvering techniques were used to free the crown and remove the device from the patient. Imaging then showed a small blush of contrast, which indicated a possible perforation. An extended balloon inflation was applied in the distal at to treat the perforation. Imaging was performed thereafter, and the perforation appeared to be resolved. The procedure was completed without significant delay, and the patient was discharged with no issues.